Event description:
It was reported that an unsealed sterile bag was observed. An opticross 18 imaging catheter was selected for peripheral intravascular ultrasound. During preparation, it was noticed that the sterile bag was not sealed sterile out of the box. The procedure was completed with another of the same device. There were no patient complications reported.